Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; the reporter alleged there was a crack in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2019 with the following findings: during investigation, the battery compartment is cracked from threads to case seal along grip pad. Unable to download pump. Opened pump and found damage to u22 eeprom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.